Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of event/treatment. Log file review shows all laser system functions were within specifications for the respective treatment period. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors are previous cornea condition, treatment planning or other external factors. (B)(4).

Event description:
A physician reported a hypercorrection of a patients right eye following photorefractive keratectomy. A trauma is reported to have occurred on the fifth post operative visit. No additional treatments were performed. There are three related reports for this facility. This report addresses the patient (B)(6) and other manufacturer reports will be filed.